Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported they would be walking and stimulation would jump up to 5.50 and buzz him like crazy, so the patient would experience overstimulation and uncomfortable stimulation. When this happened the patient programmer (pp) was used to decrease stimulation back down to a comfortable level, but it would happen again. Sometimes it may not do it for an hour or sometimes six hours, but it would happen again. It was noted stimulation would always increase to 5.50 when the patient would life something up, and it would happen when he walked across the floor. Today for the first time stimulation increased once again to 5.50 and stayed there for about five minutes, and then it went down on its own and then back up again. Stimulation decreased as the patient was walking from the shed to the house and then increased as he was walking up the stairs. It was noted when stimulation increased up to 5.50 it was fairly strong since he usually kept stimulation around 3.80 to 4.20. The patient only had group a and one program, and hadn't made any changes to any settings-no positional changes, nothing. The patient stated he didn't even know how to make adaptivestim changes; he just knew how to increase and decrease stimulation and how to turn adaptivestim on or off. It was noted the patient had a head injury that made his memory like two seconds. It was recommended for the patient to follow-up with their healthcare provider (hcp) or manufacturer's representative (rep) since they weren't comfortable making their own adjustments. Relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.